Event description:
Boston scientific received information that this implantable pacemaker exhibited high pacing threshold measurement and undersensing on the right atrial (ra) lead. Furthermore, the patient was in chronic atrial fibrillation (af) causing early battery depletion. Hence, the device was explanted due to premature battery depletion (pbd) and was change out to ventricle-ventricle inhibited (vvi) system. This device was no longer in service and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the allegation of premature battery depletion (pbd) was confirmed. The device failed the longevity calculation and it was unknown what caused the pbd due to the device current is normal.

Event description:
--

Event description:
Boston scientific received information that this implantable pacemaker exhibited high pacing threshold and undersensing of chronic atrial fibrillation (af) resulting to premature battery depletion (pbd). It was noted that the patient has a chronic af, hence the device was changeout to ventricle-ventricle inhibited (vvi) system. This device was no longer in service and was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device case was opened to facilitate examination of the internal components. The device battery was removed and replaced with an external power source. A high current condition was identified. Detailed analysis of the device hybrid was undertaken. Analysis did not identify any conditions that would have caused or contributed to the identified high current drain. Analysis confirmed the inability to interrogate this device and identified a high current drain; however, the high current disappeared during testing and the root cause could not be identified.